Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting beeping and high out of range right ventricular (rv) lead impedance measurements. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.